Event description:
I had cataract surgery on (B)(6) 2015 and choose to have catalyst procedure with multifocus lens. I also had dry macular degeneration. Immediately noticed my halos were severe. Was told in about 3 months they would be better. I have night blindness due to the severe halos and cannot drive and have problems judging distance. I get disoriented at night. I also developed wet macular degeneration in left eye and started treatment with avastin ocular injections monthly since (B)(6) 2016. My vision continues to worsen. Is there any help for my severe halos? I thought lasik surgery was to correct halos not worsen them to the point of night blindness.